Event description:
Vns patient has passed away. Further follow-up revealed that the patient was transported from the hosptial for the mentally challenged where they reside to a regular hospital. The patient apparently died while hosptialized for penumonia.